Event description:
MRI ventilator was unlocked by respiratory and moved out of the gauss range. It attached to the front of magnet. Patient was removed and not injured. Ventilator and batteries were removed by staff. Referencing report mw5169517.